Manufacturer narrative:
E1: initial reporter phone - (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the internal arteriovenous fistula. A 6.0 x80, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon burst out. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported and patient condition was stable. It was further reported that the target lesion was 80-90% stenosed, moderately tortuous and severely calcified. The balloon ruptured on the fifth inflation at 20 atmospheres for 40 to 50 seconds. The device was removed with catheter sheath.

Manufacturer narrative:
Device evaluated by MFR.: a gladiator device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per gladiator elite specification. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 2mm proximally of the proximal marker band. A visual examination observed damage to the tip of the device. A visual and tactile examination of the shaft identified no damage. A visual examination found no issues or damage to the markerbands of the device. E1: initial reporter phone - (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the internal arteriovenous fistula. A 6.0 x80, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon burst out. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported and patient condition was stable. It was further reported that the target lesion was 80-90% stenosed, moderately tortuous and severely calcified. The balloon ruptured on the fifth inflation at 20 atmospheres for 40 to 50 seconds. The device was removed with catheter sheath.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the internal arteriovenous fistula. A 6.0 x80, 40cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation, the balloon burst out. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported and patient condition was stable.

Manufacturer narrative:
(B)(6).